Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2020-03269 to correct the date of g3. This report is submitted to report that olympus found "all leds on the front panel of the device are lit" on (B)(6) 2020. Olympus was submitting this MDR for clarification, as a previously submitted report did not explicitly state this date.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of use the subject device, the image of the subject device could not be displayed on the monitor and the keyboard of the subject device did not work. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that the all led of the front panel of the device are turned on. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the device was broken by some cause.